Manufacturer narrative:
Date of event: the event date of (B)(6) 2020 is an estimated based of the aware date of (B)(6) 2020 as the exact date was not reported. Device evaluated by manufacturer: the device was returned for analysis. A terumo catheter, the pusher wire, and the introducer sheath were returned for this complaint. The pusher wire returned inside the introducer sheath. The introducer sheath was inspected, and no anomalies were noted. The twist lock of the introducer sheath had been opened. Blood was noticed inside the introducer sheath. The pusher wire was inspected, and it was found kinked. Functional inspection revealed that the pusher wire was advanced through the introducer sheath, but it was not possible to continue advancing it was stuck, it was necessary to cut the introducer sheath in order to release the pusher wire. Microscopic inspection revealed that the proximal end of the pusher wire has a smooth surface and the interlocking arm was detached. For dimensional inspection, the overall dimension (od) of the distal solder joint, distal tfe and proximal tfe are within the specifications. The mid solder joint o.d. Could not be measured due the detached condition of the interlocking arm.

Event description:
Reportable based on device investigations completed on 20may2022. It was reported that the coil was deployed in the microcatheter. A 3mm x 12cm interlock embolics was selected for use. During deployment, the coil was deployed in the microcatheter, however, it was impossible to recover it. There were no complications reported. However, device analysis revealed that the interlocking arm was detached.